Event description:
It was reported to the manufacturer, by the end user, per the end user, that per wife, pt fell off the slippery, hard dflal mattress and was not hurt or need medical attention but only requested for the dflal to be picked up. Pu order (B)(4). Mattress sn: (B)(6). Cu sn: (B)(6). Complaint # (B)(4) and ra # 84096656 were entered into our system to have the products returned for investigation. As of this writing, the products have not been returned.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.